Manufacturer narrative:
An event of the two catheters were knotted together and had to be surgically removed was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference: 2030404-2017-00040. During an electrophysiology study, two catheters became entangled and were caught in the iliac region. Multiple attempts to remove the catheters were unsuccessful. Surgery was performed to remove the catheters and stabilize the patient. There were no performance issues with any abbott devices.